Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states she got a call from the users mother and stated that the joystick blew up and it is smoking.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: custom power wheelchairs. Controller/joystick/options, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual observation- c45 on the pcb is discolored and looks to have failed and possibly caused the smoke in the complaint. Functional observation- the joystick powers up, functions, and drives in all directions. No smoke was observed when the joystick was powered up in its as received condition. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for c45 failure and not confirmed for smoking during the as received test of the joystick. Complaint of "joystick blew up and it is smoking" was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: custom power wheelchairs. Controller/joystick/options, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual observation- c45 on the pcb is discolored and looks to have failed and possibly caused the smoke in the complaint. Functional observation- the joystick powers up, functions, and drives in all directions. No smoke was observed when the joystick was powered up in its as received condition. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for c45 failure and not confirmed for smoking during the as received test of the joystick. Dealer states she got a call from the users mother and stated that the joystick blew up and it is smoking.